Event description:
New information received notes that the patient's atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, g4, h1, h2, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17026. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial and right ventricular leads were both exhibiting high capture threshold. The capture threshold jump was noted to be very high for the atrial lead, leading the physician to believe micro-dislodgement occurred. Sensing decreases were noted on the atrial lead as well. An x-ray was performed but it did not find any signs of obvious dislodgement. No intervention was performed. The patient was discharged.